Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 19:10:55 on (B)(6) 2022. At 08:45:50 on (B)(6) 2022, an arrhythmia was detected. ECG shows nsvt degrading to vt @ 150 bpm. The rhythm then degrades to vf with varying heart rate and varying amplitudes. The device properly detected vt/vf. However, varying heart rate and varying amplitudes prevented the lifevest from treating the patient. The electrode belt was disconnected at 08:46:45 on (B)(6) 2022.